Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that one row of the refrigerator was not functioning. A field service engineer confirmed that there were no medications stored in the affected row. The customer was scheduled to receive new equipment the following month and chose not to use the non-functional row. The customer declined repair at that time, and the issue was accepted and deferred with no immediate impact on medication storage or patient safety.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failed. User attempted to recover the failure, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.